Event description:
Pain [pain]. Gastrointestinal side effects including loss of potassium [gastrointestinal disorder]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a pt (age and gender not provided), initials unk. The pt's medical history was not provided. On an unspecified date (approx 2 years ago), seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane was placed in an unspecified location (number of sheets not provided). The lot number for seprafilm was not provided. On an unspecified date, shortly after being discharged, the pt was readmitted to the hospital with pain and gastrointestinal side effects including loss of potassium. The outcome for the events of pain and gastrointestinal side effects including loss of potassium was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician assessed the relationship between seprafilm and both the events as possible.

Manufacturer narrative:
As only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.